Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer will not power on when the provided rf (radio frequency) head is plugged in; rf head cable insulation found damaged. Analysis also found the latch tabs were broken off of the cord door, latch was missing from the media baydoor, lower hinges moved very hard, keyboard connection was broken loose on the mother board, stylus tip was missing, bezel was found cracked, and the system fan was noisy. Products: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer does not power on. The programmer was returned for repair. There was no patient involvement indicated.